Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Tested the device, t4 was around 4~6 ¿. Tried to cool down, but it failed in cooling down. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per additional information via email from ibc on 29jan2024, they repaired the device on the customer site. The issue was resolved. Defective part was a mixing pump, and they replaced the mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the water of the arctic sun device did not cool down. Per additional information via email from ibc on 29jan2024, they repaired the device on the customer site. The issue was resolved. Defective part was a mixing pump, and they replaced the mixing pump.